Event description:
(B)(4). Extreme pain since I have had this done everyday. Very long heavy periods, sharp pain migraines, major weight gain, dizzyness, fainting, mood swings, depression. It was covered by (B)(6). The pain does not go away.